Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was duplicated. The customer stated that when the malfunction occurred, the device was close to an MRI machine. Zoll medical recommends that all ventilators be kept at least two meters away from an MRI source due to the strong magnetic fields. The device's compressor pump was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed a "compressor failure - 1001" message. Complainant indicated that the ventilator was close to an MRI machine and was magnetically pulled into the MRI machine during the reported event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.